Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30290440m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, sponsored by biosense webster, inc. An (B)(6) year old female patient ((B)(6) kg, 175.3cm) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a hematoma occurred resulting in surgical intervention with extended hospitalization. On january 14, 2020, it was reported that on (B)(6) 2020 during the procedure, the handle of the catheter broke off and the device had to be replaced to complete the procedure. A second catheter was opened and used. There was no effect on the patient. The catheter handle broke issue was assessed as not reportable. Since the device had the handle broken, the device can not be used. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. On january, 20, 2020, it was reported that on (B)(6) 2020, post-procedure day 5, the patient developed a hematoma of the lower limb and thigh requiring extended hospitalization. At this time, there was no information if any intervention was performed. The principal investigator assessed this event as serious, unrelated to the study device (visitag surpoint epu), study catheters, biosense webster non-investigational device (e.g. Pump, tubing, cables etc.) And to the index procedure. Since the relationships to devices and procedure were assessed as unrelated, the event was assessed as not reportable. On january 21, 2020, additional information was received on the event. The patient required surgical intervention. The issue is resolving. The principal investigator re-assessed this event to moderate in severity, expected, causally related to the index procedure and remains serious. Since the relationship to the procedure has been re-assessed from ¿unrelated¿ to ¿causally related¿ and the patient required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it was re-assessed to MDR reportable. This event was originally considered non-reportable, however, biosense webster, inc. Became aware of the updated procedure relationship on january 21, 2020 and have re-assessed the event as reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on 1/30/2020. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 2/8/2021, a correction was observed on the 3500a follow-up #3 as it should have included the product received information as clarification was received on 1/13/2021 that the device received on 1/30/2020 belonged to this complaint.

Manufacturer narrative:
Initially, an ¿unknown brand catheter¿ was reported under the ¿d11. Concomitant medical products and therapy dates¿. However, on (B)(6)2020 , additional clarification was received which provided the device information of a ¿thmcl smtch sf bid, tc, f-j¿. Therefore, updated section ¿d11. Concomitant medical products and therapy dates¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 4/5/2021. During a clinical trial, sponsored by biosense webster, inc. An 84 year old female patient (65.8kg, 175.3cm) underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a hematoma occurred resulting in surgical intervention with extended hospitalization. In addition, it was reported that during the procedure, the handle of the catheter broke off and the device had to be replaced to complete the procedure. A second catheter was opened and used. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and deflection evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Upon receipt, the catheter was visually inspected, and rocker arm was found detached from handle; however, some marks were found on the base and rocker arm that show that it was attached on the catheter. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The rocker arm issue was coded as investigation conclusion code ¿cause not established", investigation findings code of ¿fracture problem ¿ and component code of ¿actuator¿. The root cause of the adverse event remains unknown. They were unable to further analyze due to the returned product condition. Therefore, there were no findings available/no problem was detected. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Originally it was reported that the issue was resolving. Additional information was received on (B)(6)2020 providing an update stating that the issue was resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000638124.

Manufacturer narrative:
Additional information received on (B)(6) 2021, provided the procedure of atrial fibrillation (afib). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).